Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470.

Event description:
It was reported while testing with on the bd max¿ system, bd max¿ instrument false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: "several false positive results in 1 run for vibrio with the bd max extended enteric assay."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive." . Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 14jun2017. Service history review was performed for the instrument (B)(6) and four additional work orders were observed on 19apr2022, 01apr2022, 17mar2022, and 26jan2022 for the complaint failure mode reported. No samples were expected to be received by quality for investigation and thus, returned sample analysis is not performed. The complaint is confirmed by service. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, lines hw27, hw70, and sw85.

Event description:
It was reported while testing with on the bd max¿ system, bd max¿ instrument false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: "several false positive results in 1 run for vibrio with the bd max extended enteric assay.".